Manufacturer narrative:
Conclusion: in depth investigation identified failure of the internal ram of the microcontroller integrated circuit. Such failure is rare.

Event description:
During follow up, the interrogation of the pacemaker could not be completed (a warning message was displayed by the programmer: "downloading software in progress" or similar message). Therefore, the device was explanted.